Event description:
It was reported that the pump battery would not charge, and there was no adverse impact on the customer's blood glucose level. Despite attempts to fix the issue by plugging the pump into different wall outlets and using different adapters and charging cables, the problem persisted. Customer continued to use pump for insulin therapy.